Manufacturer narrative:
Spectrum medical considers this type of event to be reportable; however, the results of the investigation are pending.

Event description:
User reported level sensor was not working appropriately during case. There was no patient harm.

Manufacturer narrative:
Spectrum medical considers this type of event to be reportable; however, the results of the investigation are pending. Follow up #1: spectrum medical is still awaiting the return of the device to conduct an investigation. Follow up #2: spectrum medical is still awaiting the return of the device to conduct an investigation. Follow up #3: spectrum medical is still awaiting the return of the device to conduct an investigation.

Event description:
User reported level sensor was not working appropriately during case. There was no patient harm.

Manufacturer narrative:
Spectrum medical considers this type of event to be reportable; however, the results of the investigation are pending. Follow up #1: spectrum medical is still awaiting the return of the device to conduct an investigation. Follow up #2: spectrum medical is still awaiting the return of the device to conduct an investigation. Follow up #3: spectrum medical is still awaiting the return of the device to conduct an investigation. Follow up #4: spectrum medical is still awaiting the return of the device to conduct an investigation.

Event description:
User reported level sensor was not working appropriately during case. There was no patient harm.

Event description:
User reported level sensor was not working appropriately during case. There was no patient harm.

Manufacturer narrative:
Spectrum medical considers this type of event to be reportable; however, the results of the investigation are pending. Follow up #1: spectrum medical is still awaiting the return of the device to conduct an investigation.

Manufacturer narrative:
Device inadvertently discarded on-site and cannot be returned for investigation.

Event description:
User reported level sensor was not working appropriately during case. There was no patient harm.

Manufacturer narrative:
Spectrum medical considers this type of event to be reportable; however, the results of the investigation are pending. Follow up #1: spectrum medical is still awaiting the return of the device to conduct an investigation. Follow up #2: spectrum medical is still awaiting the return of the device to conduct an investigation.

Event description:
User reported level sensor was not working appropriately during case. There was no patient harm.